Manufacturer narrative:
The driver has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece began overheating during a regular quality control inspection. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.